Manufacturer narrative:
(B)(4) combined report. In order to progress with the investigation of this event, additional information, including post primary and pre revision x-rays, operative notes, comments regarding patient's bone quality, patient age, patient activity level, patient weight, patient medical history, an update on the patient following the revision and whether the patient experienced any trauma prior to the event. It was confirmed that the patient had not experienced any trauma prior to this event, however, no other information was provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported peri-prosthetic fracture could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
Trifit ts / trinity revision of the femoral stem and modular head after 21 days due to a peri-prosthetic fracture.